Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9077801. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. 5 retained samples were leak tested and all samples passed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during infusion it was discovered that there was leakage at the application site and was discovered that the needle was broken with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on the first day after the cesarean section, the woman was placed in the vein. At 19:45, the doctor gave an intravenous infusion of compound ringer's solution. After changing the bottle, water droplets appeared at the application site, and more and more gathered. Examination revealed that the indwelling needle broke and leaked. Immediately close the indwelling needle, extubate the tube after disinfection, and establish another vein channel.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion it was discovered that there was leakage at the application site and was discovered that the needle was broken with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on the first day after the cesarean section, the woman was placed in the vein. At 19:45, the doctor gave an intravenous infusion of compound ringer's solution. After changing the bottle, water droplets appeared at the application site, and more and more gathered. Examination revealed that the indwelling needle broke and leaked. Immediately close the indwelling needle, extubate the tube after disinfection, and establish another vein channel.